Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). Investigation summary: the device was received and evaluated at the service center. The complaint was confirmed since defects were found that would affect the main functionality of the device. The motor was found to be corroded and did not run constantly, therefore it was replaced. The resistance values of the keypad assembly were out of range, therefore the handcontrol set was replaced. A short circuit was found in the motor cable, therefore the motor cable was replaced. Fluid contact with the motor has the potential to cause corrosion of the motor, therefore is a potential root cause for the motor being corroded. When the motor is corroded, it has the potential to cause faulty operation of the motor, therefore is a potential root cause for the reported failure. When there is a short circuit in the motor cable the device will not function as intended, therefore is also a potential root cause for the reported failure. However, given the information provided we cannot discern a definitive root cause for the reported failure. A manufacturing record evaluation was performed for the finished device serial number, and no non-conformance was identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via phone that the micro tornado hand piece with hand control needs service. It was mentioned that no fault description was provided.